Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, a small insulation abrasion was noted near the proximal end of the atrial lead. No electrical anomalies were observed on the lead. The physician repaired the defect using a suture sleeve and medical adhesive. The patient was stable before, during, and after the procedure.